Event description:
The hospital reported that during the second coronary artery bypass graft procedure, three seals did not deploy. The surgon used fourth unit to complete the procedure. No patient complications were reported by the hosptial.